Event description:
Related manufacturer reference number: 2017865-2022-04414. It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. Upon examination, it was noted that there were episodes of noise on the right ventricular (rv) lead. Also, since the device is subjected to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021, physician decided to explant it. The pacemaker and the rv lead were explanted and replaced on (B)(6) 2022 the patient was in stable condition.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. The device was tested on the bench and using automated testing equipment, and no anomalies were found.